Event description:
Treatment of a small unruptured amorphus aneurysm measuring 2mm x 2mm located in the right p-comm (posterior communicating) artery. Dual antiplatelet therapy was given. On (B)(6) 2014, the patient underwent pipeline embolization treatment. During the procedure, it was reported the pipeline was not apposed to the vessel wall and required balloon angioplasty (an option presented in the instructions for use) on the middle segment of the pipeline in order to achieve better wall apposition. Post procedural angiogram showed slow flow into the aneurysm. No patient injury was reported as a result of the procedure.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was implanted in the patient. (B)(4).